Event description:
It was reported an asymptomatic patient presented to the ER with device in backup vvi mode with hv therapy disabled. A download was not performed due to por. The device was explanted. The patient condition is great.

Manufacturer narrative:
The reported reset was confirmed in the laboratory and was due to a power on reset that occurred during high voltage therapy delivery. Review of the device image indicated aborted therapy delivery due to over current detection. The device was tested on the bench and no anomaly was found. The cause of the reported reset could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.